Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist remoted into the machine and verified that the internet protocol (ip) address settings were correct, then restarted the application, which resolved the immediate issue. As the customer reported this as an ongoing problem requiring a permanent solution, a field service engineer replaced the power supply board and installed a medbank-specific uninterruptible power supply (ups). After reassembly, powered down and restarted the station; the customer successfully logged in and accessed a drawer, verified that the station was fully functional at this time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers showed an offline error on the screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.